Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted. The surgeon enlarged the incision to remove the lens and sutures were required to close the wound. The nurse stated that it is unknown as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the facility were unable to provide the lot numbers.